Manufacturer narrative:
(B)(4).

Event description:
As per the clinic, the patient was explanted on (B)(6) 2019 for unknown reasons. The patient was re-implanted with a new device at the same surgery.

Manufacturer narrative:
The device was explanted due to an unknown reason. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function. This report is filed on august 15, 2019.